Event description:
During review of a returned homechoice device, a high drain error 110 alarm was identified. This occurred on (B)(6) 2012, during night drain 10. This information meets iipv criteria, however, there was no report of injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause for the iipv was undetermined. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.